Event description:
Reference number (B)(4). Event occurred in the united states. The patient reported that the adhesive patch and cannula housing detached from spring prior to insertion on (B)(6) 2026. No further information available.